Event description:
Customer reported that a needle tip broke off during a vaginal hysterectomy procedure. An x-ray was performed to verify that the needle tip was not retained. No adverse patient consequences were reported.

Manufacturer narrative:
(B) (4). (B) (4). The actual device associated with this event is not known. Customer reports the following possible products: (B) (4), lot: bc2783, mfg: 03/01/2009, exp: 01/31/2014. (B) (4), lot: ak6212, mfg: 09/01/2008, exp: 07/31/2013. Conclusion - the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.